Manufacturer narrative:
As part of a quality system improvement plan stryker corporation conducted a 2 year retrospective MDR review to ensure appropriate MDR reporting decisions. Events reported to stryker from (B) (6) 2006 to (B) (6) 2008 were the scope of this retrospective review. These events are being submitted under exemption (B) (4).

Event description:
Serious injury. The customer reported via the sales rep that during the procedure where the pt was under local anaesthetic, the light head detached from the spring arm and fell on to the pt. It was further reported that the light head fell on to the shoulder region and possibly the side of the face of the pt. It was further reported that the pt was x-rayed in the theatre. We are awaiting further details. On (B) (6) 2007 the light head details are: product code - 0682000106, (B) (4). It was further reported that only the pt's shoulder was struck by the light and xrays revealed no fractures. It was further reported that the (B) (6) female pt was kept in over night for observation. It was further reported that the pt had recently broken the shoulder that the light fell on to and was already experiencing pain prior to the event. The stryker engineer reported that the screw attaching the light had some how worked loose allowing the collar to move and the horseshoe attachment to move out of place, allowing the light to detach. The engineer further reported that the screw could not be found in the theatre.